Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into an off-label insertion site, on (b)(6) 2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. The reporter, the patient's mother, stated that after transitioning to the Dexcom G7 on(b)(6) 2026, the patient experienced ongoing issues with the CGM, including reported inaccurate glucose readings and sensor failures. The reporter also stated that the patient was ill with an infection during this timeframe. Prior to the event, the reporter observed discrepancies between CGM readings and fingerstick blood glucose (FSBG) values. The reporter stated that FSBG readings were approximately in the 300 mg/dL range, while the CGM was displaying glucose values lower than the actual FSBG readings. Due to the continued differences between CGM and FSBG results, along with the patient's worsening condition, the reporter became concerned about the reliability of the CGM readings. On (b)(6) 2026, the reporter contacted emergency medical services (EMS) from home because the patient's blood glucose remained elevated and would not decrease. At the time of the call, both the CGM and glucose testing reportedly indicated high glucose levels; however, no specific CGM value was provided. Upon arrival, EMS obtained a blood glucose measurement of approximately 700 mg/dL. The patient was transported to the Emergency Department (ED) for further evaluation and treatment. The patient was admitted to the hospital on (b)(6) 2026 for management of infection and severe hyperglycemia. The reporter stated that the patient remained hospitalized until (b)(6) 2026. No specific treatments, medications, procedures, diagnoses, or glucose values obtained during the hospitalization were provided. Although it was reported on the social media platform that the patient experienced diabetic ketoacidosis (DKA), the reporter did not confirm a medical DKA diagnosis during the follow-up call. The reporter stated that the patient was hospitalized for treatment of infection and hyperglycemia. During the call, the reporter confirmed that the patient continued to use an Omnipod insulin pump. No concerns regarding pump performance, insulin delivery, or pump malfunction were reported or discussed beyond confirmation of ongoing pump use. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the B zone of the Parkes Error Grid. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hyperglycemia.